Event description:
On (B)(6) 2021, it was reported by an arthrex employee via e-mail that an ar-4068-25tr suturelasso broke. This occurred on (B)(6) 2021 during a shoulder procedure when the surgeon manipulated the suturelasso into the patient and it broke. The fragments were retrieved, and the case was completed. There was no patient effect reported. Additional information provided on 12/21/2021 : the procedure being performed was an instability. The suture broke, and the fragment was able to be retrieved. The case was completed using the bird's beak forceps.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the device had broken off of the shaft. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.